Event description:
Patient¿s etoposide infusion line leaking under pump segment portion of the tubing approximately 40 minutes into the infusion with 20 minutes remaining. Infusion was stopped immediately and a chemo spill kit was utilised. An estimated 321.1ml should have been infused with 178.9 ml remaining. There was approximately 100ml of a spill estimated, estimating that the patient received around 221.1 ml. The patient was removed from vicinity, etoposide infusion bag taken to pharmacy with proper safety measures taken. Md, pharmacy, supervisor notified.